Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the backup battery failed following a power outage, resulting in the unit not cooling and displaying 67°f and the issue persisted despite recovery of the station. The customer stated that this malfunction occurred while dispensing the medication. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the helmer battery backup unit (bbu) had failed, causing the refrigerator to warm. The field service engineer (fse) replaced bbu, the refrigerator was reset, and diagnostics were run, after which the unit was confirmed to be operating and cooling properly. The system functioned as intended after field service engineer repaired the device.